Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and american medical systems elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent transvaginal mesh revision and removal (anterior compartment mesh removal), anterior and posterior colporrhaphy with vaginal enterocele repair, mid urethral sling revision and anal sphincteroplasty on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal, paravaginal, rectocele, and entereocele repair. The patient experienced pain, urinary problems, and dyspareunia.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urgency, frequency, and nocturia. (B)(4).